Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse stated that they recently started therapy on a patient. The arctic sun device was alarming 113 (reduced water temp control). A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they recently started therapy on a patient. The arctic sun device was alarming 113 (reduced water temp control). Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.6c, water temperature (wt) was 27.1c, water flow rate (wfr) was 1.3 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 27.1c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 29.8c, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,241 and pump hours were 2,970. Informed nurse it appears the chiller has gone out; the device was not able to produce cold water. Informed nurse they would need to swap to another device and send this device to biomed labelled not cooling. Nurse on desk phone outside of the room, unable to get serial number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they recently started therapy on a patient. The arctic sun device was alarming 113 (reduced water temp control). Targeted temperature (tt) was 33.5c, patient temperature (pt) was 33.6c, water temperature (wt) was 27.1c, water flow rate (wfr) was 1.3 l/min. Diagnostics showed that the outlet monitor temperature (t1) was 27.1c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 27.2c, chiller temperature (t4) was 29.8c, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 44 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 3,241 and pump hours were 2,970. Informed nurse it appears the chiller has gone out; the device was not able to produce cold water. Informed nurse they would need to swap to another device and send this device to biomed labelled not cooling. Nurse on desk phone outside of the room, unable to get serial number.